Event description:
During a carotid stenting (side unk) procedure, blood flow stopped. This event was resolved by aspiration of the filter basket twice, using an aspiration catheter. The physician found big debris, but the outcome was not a problem. Blood flow was fully recovered. The pt is a male. There is no info regarding the characteristics of the lesion or the rate of stenosis. The pt was anti-coagulated, but the medications are unk. It was noted that there was no malfunction of the angioguard device or the precise stent that was placed. It is unk as to at what point of the procedure the stent was placed in relationship to the reported event. The lesion was successfully treated. The pt was neurologically intact when he was taken from the angio suite. The physician suspected that the cause stopped blood flow was debris that clogged the filter basket. The pt is currently in stable condition.

Manufacturer narrative:
The product is not available for eval and testing. Add'l info to be submitted 30 days upon receipt.